Manufacturer narrative:
The company service rep examined the system and confirmed the system message reported. The fluidics module was replaced. The system was then tested and met all product specs. The fluidics module has been rec'd and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
Adverse event(s): "no patient injury reported" (no consequences or impact to pt). Product problem(s): "system message displayed" (device displays error message). The company sales rep reported a system message displayed during setup. Three cases were canceled. One pt was under general anesthesia. The pt was awakened and recovered. The system was rebooted 5 times but the system message would not clear. Add'l info rec'd from the company sales rep stated all the cases have been completed. All the pts are doing well. No pt injury was reported.